Event description:
As reported by the user facility: pump infused faster than expected, while patient was at home. Customer thinks temperature may have affected the infusion. "The patient is a 64-year old male. The medication was fluorouracil. The patient was actually being seen in our emergency department due to weakness/stemi and the chemo nurse was asked to come disconnect the IV pump and she reported it was completely done infusing. The pump had been started 1/26 around 2 pm and the nurse removed the pump while the patient was in the ed on 1/27 around 6:30-7 pm. So the pump maybe infused over around 30 hours and was supposed to go for 46 hours." As part of an internal nonconformance, this importer MDR is being submitted retroactively. Please note that the associated manufacturer MDR for this event, 9610825-2022-00029, had already been previously submitted timely on 21feb2022. As b. Braun medical, inc. Submitted the manufacturer MDR on behalf of the manufacturer, the importer MDR was inadvertently missed.